Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but its catheter is similar to the product reference (B)(4) cleared under #510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other similar complaint was reported on this batch of access ports sold since (B)(6) 2018. Investigation: despite several requests, neither the involved device nor the x-ray pictures were returned for analysis. Conclusion: without the device for evaluation, no conclusion can be drawn concerning the exact root cause of the catheter disconnection. However it is worth noting that catheter disconnection is a known risk of access port implantation. The IFU's specify how to connect the catheter to the access port in order to avoid the risk of premature disconnection. B braun sas has provided all the information currently available to us. In spite of all reasonable efforts being made to obtain further information or the device, at this time we have not met with success.

Event description:
When doctor opened the port pocket to remove the access port, he has detected that the catheter was detached from the port. The catheter proximal end was still near the port, in the port pocket and did not slip into the patient. No patient harm.

Manufacturer narrative:
Note: product reference 4430018 is not cleared for sales in the USA, but its catheter is similar to the product reference 5430425. Cleared under #510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other similar complaint was reported on this batch of access ports sold since march 2018. Investigation: the access port involved in this incident has been returned for evaluation. No visible defect has been detected on it. The acccess port and its catheter are dimensionally compliant with the specifications. A disconnection test has been performed on the returned device. The disconnection force is more than 4 times superior to the requirement of the standard iso 10555-6. The x-ray picture received guves no information concerning the cause of the catheter detachment. Conclusion: the returned access port presents no failure and is compliant with the specifications. No other incident was reported on the access ports batch. This information allows us to deduce that the catheter disconnection is probably due to incomplete catheter/port connection by the practitioner. The IFU's specify how to connect the catheter to the access port and the risks of incorrect connection. B braun sas has provided all the information currently available to us. In spite of all reasonable efforts being made to obtain further information or the device, at this time we have not met with success.

Event description:
When the doctor opened the port pocket to remove the access port, he had detected that the catheter was detached from the port. The catheter has migrated. No patient harm.